Manufacturer narrative:
Additional information: no product has been returned for evaluation, however, investigation of the failure revealed that corrosion, surface finish and bending stresses all contribute to pin breaking. A new pin was implemented that had 65% improved strength and significantly improved corrosion resistance.

Event description:
N/a.

Event description:
Na.

Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a revision procedure was performed for an unknown reason. During a review of investigation findings from lirc it was identified that the rod had evidence of pin fracture, galling, corrosion, and a broken radial bearing . Additionally it was reported that the rod was unable to be retracted.